Manufacturer narrative:
Product analysis #703673622: analysis information -- 2020-03-31 15:19:22 cst pli# 20 product ID#: ps210-030s. Analysis summary: complaint confirmed: upon receiving the device, the clear heatshrink was exposed. The heatshrink was removed to be able to properly test the device. The lot number that was provided from the sender was 0219082400. The device was connected to the complaint lab eprom reader and verified that the correct lot number is 0219139926 of the plasmablade 3.0s. Upon testing the device, no failures or issues were found. The device met the product specifications defined in 31-10-1369. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that they had an issue with a plasma blade during a clinical case. It was stated that the "tip started on fire, patient not affected¿. No injury to patient was reported, and the plasma blade was replaced immediately.